Manufacturer narrative:
Initial 2 of 2. Common device name: catheter, urethral. Procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
End user reports "unknown number of ref # 421911 catheters, unknown number of market units with unknown lot numbers of the same catheter since dec 2021." He states the funnel tab that is supposed to coordinate with the coude tip is never lined up in nearly every single catheter he uses from 421911, he said "nearly all of them are always off a varied 20- 45- or sometimes 90 degrees". He states he "has mostly used this catheter ever since he learned to cath in dec 2021 for bph and retention and caths 2 x a day. He only used ref # 421910 catheters for a short time following a recent rezum procedure, see case 2. He had a rezum procedure done on his prostate "about 4 weeks ago tomorrow" and has noted blood off and on since that procedure as he was advised from his doctor would happen for 1-2 weeks post op however he is still experiencing bleeding off and on nearly 4 weeks out. Not taking any blood thinners. This past sunday night he said his bleeding most recently resumed and has been noted in his urine every time he caths and voids and it is light pinkish color. He spoke with his urologist nurse and she advised him to make sure his coude tip was in correctly with tip upwards to reduce bleeding. He explained to her the difficulty he has been having with the catheters defect. He said he tries the best he can to "keep track of the angle" but when it goes it it is hard to know if it is twisting and this could be leading to a delayed recovery process. He is aware of proper coude placement. He said he was "about to take a sharpie to the catheter." He was advised him to not do this as it would break the sterility of the catheter. This emdr covers the unknown lot numbers associated with the complaint reported of tab on funnel not lining up with coude tip for part #421911.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review was conducted resulting in following: urinary catheter in question was manufactured under sap material ID 1718778, gentlecath glide tmnn ch16 (1x30pk) us and manufacturing lot # 1b04799 in amount (B)(4) pcs in march 2021. Urinary catheter in question was manufactured under subassembly lot # 1b04795, 1b01153 on machine a097. According to the process instructions g805311 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots .the batch record review indicates no discrepancies. Log book was reviewed and no record related to the issue was found. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure : - eyelet no punch; - hangnail left in eyelets; - position of connector indicator and bent tip of catheter. Vision system has to reject every catheter with at least of one failures mentioned above. Validation of the position of tiemann indicator was in scope ccr-01239. Ccr-01239 was sign on december 19th 2019. Lot in question was produced after validation of the camera. Because the defect reported was confirmed on the received samples within complaint (B)(4) the investigation process has been started under related event (B)(4) to find out a root cause. Investigation within related event (B)(4) has been carried out and completed. Root cause was identified and solution set up. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. As short-term solution, for gc air for men product primarily, recommendation is to introduce sorting of bulk gc low-friction catheters coming in the process of coiling the way that only the catheters with aligned bobbin shape coil and tiemann tip/funnel indicator will be used for this production. The rest of the catheters should be used for production of gc glide catheters where pre-coil of the catheters does not increase the risk of catheter twisting. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is also recommended. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.